Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that one side of the system was all greater than 4000 ohms. This side was not being used in programming. Stimulation was increased and the patient was then feeling stimulation. No other programming was done. The voltage increase reestablished stimulation sensation for the patient. They were at 2.9 volts. This was the first time the rep had seen the patient. It was alleged that elective replacement indicator (eri) had already been reached, but eri was not being seen on the patient programmer (pp) or the clinician programmer (cp) and no evidence that eri had been reached was seen. There was no need to replace the implant. Relevant medical history included non-malignant pain and failed back surgery syndrome. No follow-up was required.